Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that in the last few months he has had an issue with his insulin infusion sets kinking. He stated, he notices the kinking because his blood glucose levels increase and bolusing through his infusion device will not bring his levels down. He said he then changes his infusion headset and discovers the kink. The patient stated he had a blood glucose reading last night of 365 mg/dl with his normal reading being 87 mg/dl. He stated his symptom is he feels "terrible." He stated he corrected his levels by changing his infusion set and bolusing. He said his blood glucose is currently within normal range and he is feeling fine. He stated he has been more active than usual during the last 2 months. The patient was sent a variety of sample infusion sets to try. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.